Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has completely died with twelve years battery. Boston scientific technical services (ts) advised to contact the physician office. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.